Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: device name# triathlon #3 cr insert 11mm ; cat#5530p311 ; lot#lbz638 it cannot be determined which, if this device may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
Left total knee revision of femoral component and tibial bearing insert due to pcl laxity. Converted cr knee construct to a ps knee construct.